Event description:
It was reported on (B)(6) 2022, a 22mm amplatzer amulet was implanted. Later on (B)(6) 2022, the patient presented with chest pain. The patient was given morphine in which the patient's blood pressure dropped. An echocardiogram (echo) was performed and a moderate pericardial effusion was noted. A percutaneous tap was attempted but could not be performed because the pericardial effusion was not large enough. The effusion was reported to be "moderate" and "stable" and the patient was put under observation without draining the pericardial effusion. It is unknown what caused the pericardial effusion. It is unknown if a cardiac tamponade occurred. The patient was discharged on (B)(6) 2022, and reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initially filed report, additional information was received that heparin was administered. The patient's activated clotting time (act) levels are not available. There was no difficulty implanting the device during the procedure, and the device was only deployed once.

Manufacturer narrative:
An event of chest pain and pericardial effusion were reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints of pericardial effusion associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.